Manufacturer narrative:
Additional information / investigation results will be provided in a supplemental report, if received.

Event description:
It was reported that there was an issue with spinal instruments. During a corpectomy, the inserter instrument would not hold and allow implant to expand. There was no known harm to the patient and no further intervention required. Additional information has been requested, but has not yet been received. Associated medwatches: 2916714-2020-00066, 2916714-2020-00065.

Manufacturer narrative:
Investigation results: mf840201 clamp jaw size l implant inserter was returned as a part of the complaint investigation. Mf840201clamp jaw size l implant inserter is a subcomponent of the complaint article mf840r modulift vbr size l implant inserter. As of the date of this report the complete complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. No previous complaints for the failure described in comlpaint description. Device history review: the lot number of this cord was not provided and a review of the batch history was not possible. Root cause: a clear root cause conclusion cannot be drawn as the aesculap did not receive the complete article for investigation and hence the complaint investigation is inconclusive. If aesculap receive the complete article in future the supplemental report will be provided with investigation results.

Event description:
Associated medwatches: 2916714-2020-00067, 2916714-2020-00066, 2916714-2020-00065.